Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a pacemaker that was experiencing large spikes in real-time electrograms. Magnet test was performed to obtain an electrogram without the presence of wand. Magnet response was normal which indicated telemetry/induction interference. Wands and programmers were swapped with no success. It was suggested that the issue was a combination of rf lockout and induction interference.